Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The insulin pump would not be on auto mode at the time of incident as they had not begun with auto mode training.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose due to bent cannula. The customer¿s blood glucose level was 500 mg/dl. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.